Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance average measurement was noted to be approximately in the 100 ohm range, which is within the specification range. However, there was a previous 138 ohm measurement and now a 151 ohm measurement, both of which are high out of range. Boston scientific technical services recommended to the boston scientific representative to perform another remote interrogation in a few days to ensure that the shock impedance measurement has come back down within the specification range and that the latest measurement was just an isolated high out of range measurement. Ts also indicated that they will not receive another high impedance alert until the device is interrogated with a programmer. The lead remains in-service. No patient symptoms or adverse patient effects were reported.